Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 343744, model/catalog description : spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead site. The physician believed that the infection might have been due to the procedure being a permanent or trial. It was mentioned that the procedure was initially trialed externally for seven days then immediately brought back in to implant permanently. The patient was completely explanted as infection followed down the lead near the ipg site.